Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 412 mg/dl. Customer reported that the insulin pump had no delivery alarm. Customer treated with insulin pump and manual injection. Customer reported that they feel okay to troubleshoot. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The troubleshooting was performed for no delivery alarm and customer stated that the insulin exited. The insulin pump will not be returned for analysis.